Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, two prostyle devices were unable to fully advance into the vessel. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.

Event description:
Subsequent to the initially filed MDR report: user facility medsun (uf/importer report # (B)(4)) report received, stating: two perclose proglide devices became did not achieve bleed back. Upon removal the devices appeared to be twisted/bent. A perclose prostyle was then used and was successful.

Manufacturer narrative:
Visual and functional analysis was performed on the return device. The reported difficult to advance could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and return device analysis, the reported difficult to advance appear and marker lumen obstruction of flow to be related to challenging anatomical conditions. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. E4: corrected initial report sent to FDA from no to "yes". G2: report source updated to "user facility"'. Attachment: medwatch report attached.